Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0100184, medical device expiration date: 2020-10-31, device manufacture date: 2020-04-09, medical device lot #: 0167174, medical device expiration date: 2020-12-31, device manufacture date: 2020-06-15. " a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that over filling is occurring during use with 10 bd vacutainer® 9nc 0.129m plus blood collection tubes. The following information was provided by the initial reporter: (1 of 8 complaints). Lot of issues here with both 4.5ml sodium citrate tubes as well as 1.8ml sodium citrate tubes ( blue tops). They are filling all the way to the top passing the line required for blood draw. At total of 10 patients pt/ ptt have been canceled due to this error since friday.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 4 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that over filling is occurring during use with 10 bd vacutainer® 9nc 0.129m plus blood collection tubes. The following information was provided by the initial reporter: (1 of 8 complaints). Lot of issues here with both 4.5ml sodium citrate tubes as well as 1.8ml sodium citrate tubes ( blue tops). They are filling all the way to the top passing the line required for blood draw. At total of 10 patients pt/ ptt have been canceled due to this error since friday.